Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-08477. 1627487-2019-08478.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3 reference MFR report#: 1627487-2019-08477. 1627487-2019-08478. It was reported that the patient's scs system may be explanted at a later date for reasons currently unknown.